Manufacturer narrative:
(B)(4). Ref MFR report #: 2937094-2013-00295.

Event description:
It was reported that the first fiber broke off in pt's bladder at 21,994 joules during the procedure. It was reported the fiber tip of the second fiber broke off inside of the pt. The procedure was completed with a third fiber. There was no report of pt injury. This report is for the first fiber.